Manufacturer narrative:
The device is not expected to return as it was abandoned. (B)(4).

Event description:
It was reported that this right atrial (ra) lead was left capped due to product performance issues. Additional information revealed that the lead presented loss of capture (loc) and failure to sense. The patient underwent surgical intervention for a generator change and it was necessary to replace the lead. The patient was reported to have an atrium with very low activity to no activity at all, and several ablation procedures. The atrium was mapped to find viable tissue for a possible new lead and a small area was found. No additional adverse patient effects were reported. The lead is not expected to return as it was left capped.